Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center touch panel blackout. The issue occurred during maintenance. There were no patient or procedure involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The unit¿s touch panel had blacked out due to a defective printed circuit board. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the device, a definitive root cause could not be confirmed. However, investigation believes the printed circuit board failure potentially led to the reported failure mode. Olympus will continue to monitor the field performance of this device.